Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully completed nine passes using the red72. While retracting the red72, the physician noticed under fluoroscopy that the red72 fractured at the distal length and remained in the vessel. Therefore, the physician used a stent retriever to remove the fractured segment of the red72. The procedure was completed using a new red72, the same stent retriever, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra sheath, and a guidewire. During the procedure, the physician successfully completed nine passes using the red72. While retracting the red72, the physician noticed under fluoroscopy that the red72 fractured and remained in the vessel. Therefore, the physician used a stent retriever to remove the fractured segment of the red72. The procedure was completed using a new red72, the same stent retriever, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated: 1. Section b. Box 5. Describe event or problem evaluation of the returned penumbra system red 72 reperfusion catheter (red72) revealed that the distal tip was damaged, and the markerband was detached. This is likely the reported fracture. The root cause could not be determined. Based on the reported event, the red72 was overused during the procedure. This may have contributed to the distal tip damage and markerband detaching. Further evaluation revealed kinks along the catheter shaft. This damage was likely incidental to the complaint and may have occurred due to extensive use of the device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.